Event description:
It was reported that the patient presented for a remote follow up via merlin.net. Review of the transmission found episodes of non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) recorded by the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.